Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7050-90, lot# i0919, manufactured 03/22/14, expires 2019-01, UDI gtin (B)(4); ifuse implant, p/n 7030-90, lot# i0289, manufactured 10/02/13, expires 2017-12, UDI gtin (B)(4); ifuse implant, p/n 7040-90, lot# i0854, manufactured 12/04/13, expires 2018-11, UDI gtin (B)(4); ifuse implant, p/n 7030-90, lot# i0373, manufactured 01/22/13, expires 2018-01, UDI gtin (B)(4); ifuse implant, p/n 7035-90, lot# i0492, manufactured 10/23/13, expires 2018-03, UDI gtin (B)(4); ifuse implant, p/n 7035-90, lot# i0492, manufactured 10/23/13, expires 2018-03, UDI gtin (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a bilateral si joint arthrodesis where three implants were placed on each side. The patient had initial pain relief but presented with a return of her left side pain symptoms in (B)(6) 2015. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all of the initial implants from the patients left side and replaced them with three shorter ifuse implants in new channels. The patient is doing very well following the revision surgery with complete pain relief and is very satisfied with the outcome.